Event description:
Device 2 of 2. Reference MFR report #1627487-2012-12126. It was reported the patient is experiencing back pain shooting down her legs. The patient reports this happens when stimulation is on or off. It unknown if this pain is part of her original pain pattern. It was reported the patient saw her physician on (B)(6) 2012. Reportedly the doctor advised the patient the stimulator was not the cause of the pain, he explanted to the patient he could remove the system, but the pain may not subside. He reprogrammed the patient and reported the stimulation is in the correct areas, but the patient still feels the pains. Reportedly, the doctor is sending the patient for a second opinion with another spine surgeon.